Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. The pump was monitored and no failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 19-mar-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 19-mar-2023 listed on smartsolve. Dailytotalcollectionstarttime = 03/19/2023 00:00:00.000. Dailytotalofallinsulindelivered = 18.55. Dailytotalofbasalinsulindelivered = 18.55. Dailytotalofbolusinsulindelivered = 0. Please see below for pump errors/alarms noted 1 week prior to the event date 19-mar-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: 03/19/2023 09:42:00.000. Replace battery alert was recorded and found in the formatted history file on: 03/19/2023 14:26:00.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 03/19/2023 14:22:26.000. Pump error 23 alarm was recorded and found in the formatted history file on: 03/19/2023 14:33:03.000. Power loss alarm was recorded and found in the formatted history file on: 03/19/2023 14:33:20.000, 03/19/2023 14:33:30.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Earliest power data available per the power management tool/detail trace file is on 23-feb-2024. There was no power data available for the event date of 19-mar-2023. Unable to check power data for low battery alert, replace battery alert, failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm. No unexpected low battery alert, replace battery alert, failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. In further full review of the pump history/traces on the (primary) event date of 13-feb-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 13-feb-2024 listed on smartsolve. Dailytotalcollectionstarttime = 02/13/2024 00:00:00.000. Dailytotalofallinsulindelivered = 82.225. Dailytotalofbasalinsulindelivered = 62.625. Dailytotalofbolusinsulindelivered = 19.6. 02/13/2024 00:02:30.000 normalbolusdelivered, bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 3, bolusamountdelivered = 3. 02/13/2024 09:19:58.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 3.7, bolusamountdelivered = 3.7. 02/13/2024 13:19:46.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 7.4, bolusamountdelivered = 7.4. 02/13/2024 18:02:48.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 5.5, bolusamountdelivered = 5.5. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No history anomaly, delivery anomaly, bolus delivery anomaly or basal delivery anomaly noted during testing. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump errors/alarms noted 1 week prior to the (primary) event date of 13-feb-2024 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical damage (burnt case/electronic assembly) or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.39 mv). The motor was tested outside of the device on the ngp stb3 and passed. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay and a scratched case. No physical damage (burnt case/electronic assembly) noted during visual inspection. Cosmetic damage (exposure to extreme heat) was not confirmed, however, other cosmetic damage was noted during analysis. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. The pump passed all the required testing. The force sensor is within specification and the motor functioning properly. Customer alleged for failed battery alert/battery failed alarm, possible under delivery anomaly and basal delivery anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer called for an issue not covered by existing troubleshooting guides. No harm requiring medical intervention was reported. The customer continued using the insulin pump and the pump will be not returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.